Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the clilk anchor was believed to be partially fractured during shipping and when it was tried to use during the procedure, it was unusable.

Event description:
A report was received that the patient¿s clik anchor was broken/fractured. The device was replaced and this did not lead to any adverse events.

Event description:
A report was received that the patient¿s clik anchor was broken/fractured. The device was replaced and this did not lead to any adverse events.